Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no telemetry was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the initial check of the monitor confirmed the event, the monitor would not start interrogation. However when further analysis was performed, analysis could not confirm the reported event, the monitor was able to power up, no electrical anomalies were found. It was noted that the case had contamination.